Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the sensor wire broke the same day it was inserted. He had inflammation and discomfort after removing the sensor. He sought medical care two days later; was treated with an unspecified antibiotic cream and was told that they would remove the wire later if necessary. At the time of the report he was in good condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.